Event description:
On 03/29/2007, the company received a report where it was claimed that the pilot balloon developed a leak during patient use. Replacement of the tube was required. The caller stated that over the past year the facility has experienced a total of four occurrences but the other three occurrences were associated to the 6dct product.